Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upstream sensor was failing. This part is a known contributor to false air in line alarms found in the history log, and has been replaced.

Event description:
During baxter's review of the event history log it was determined that a repeating pattern of air-in-line. The occurrences suggest a device malfunction. There was no pt involvement.